Manufacturer narrative:
It was reported an event of double disconnection with no sound. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed one controller power up and motor starts on 02/19/2017 at 16:24:18. The power sources attached before the loss of power, which was recorded at 16:16:16, were ac adapter on power port 1 and (B)(4) on power port 2 with 40% rsoc. The power sources attached after the loss of power were ac adapter on power port 1 and (B)(4) on power port 2 with 98% rsoc. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing; the "no power" alarm failed to sound when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that one of the cell's voltage level was below what was expected. Heartware has opened an investigation to evaluate "no power" audible alarm failures. As a result, the most likely root cause of the reported event can be attributed to a faulty internal nimh battery. The most likely root cause of the reported loss of power can be attributed to an accidental disconnection of both power sources. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient accidentally disconnected batteries and internal alarm did not sound. It was stated that there was no effect on patient. It was also stated that the controller was exchanged and replaced. No additional information available.